Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received two inappropriate shocks due to the device double counting twaves. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to a different vector and the patient was monitored. Approximately one year later the patient presented with four inappropriate shocks. Upon interrogation it was noted that there was oversensing of noise leading to the inappropriate shocks. A different vector was attempted, which also showed noise. It was noted that over the last year the patient had presented to the emergency department with complaints of phantom shocks. Therapy was programmed off in the device and a revision procedure was performed where it was found the s-ICD was not sutured down. This was determined to be the cause of the noise. The s-ICD system was explanted and a transvenous implantable cardioverter defibrillator (ICD) was implanted without issue. No additional adverse patient effects were reported.